Manufacturer narrative:
The related condition is typically caused by applying excessive force while grasping and manipulating suture and tissue or applying excessive leveraging forces. Broken jaw was not returned along with the complaint device. Confirmed the knee scorpion jaw heat treat reading to be within hardness specification. Device history record review revealed nothing relevant to this event. Function test could not be performed due to the related condition.

Event description:
It was reported that during a meniscal repair, the top part of the jaw broke off when deploying the needle. The broken part was removed from the patient; the facility did not have another knee scorpion, so the case could not be completed and was rescheduled for (B)(6) 2021 . The top part of the jaw that was broken off was lost by spd so will not be returned, meniscal repair, (B)(6) female patient.